Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "the tubes had loose vacuum at sampling when applying tube to non patient needle."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "the tubes had loose vacuum at sampling when applying tube to non patient needle."

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1333718. D.4. Medical device expiration date: 2024-11-30. H.4. Device manufacturing date: 2021-11-29.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "the tubes had loose vacuum at sampling when applying tube to non patient needle."